Event description:
Info received indicates the bed has no functions working due to corrosion/fluid ingress on the 22-position connector on the retracting frame.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.